Event description:
The customer reported being hospitalized for both high blood glucose and low blood glucose levels in the past year. The customer reported low blood glucose levels of 31 mg/dl on a date that could not be determined. The customer also reported high blood glucose levels of 200 on a date that could not be determined. The customer also reported an incident wherein the customer had low blood glucose levels and was driving and eventually crashed her car. The customer also reported that the sensor of the insulin pump has not been used in over a year due to issues syncing it with the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.